Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue arose post-migration, following the configuration of the new servers and the root cause was identified as the residual old credentials from previous implementations. The hospital information technology team resolved the issue by unlocking the account within their active directory. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system multiple service user accounts unexpectedly locked out and all users lost access to the pyxis system during procedures, unable to dispense medications. The customer stated that the service accounts was locked out every 15 to 30 minutes, due to a pyxis support user leveraging the account for remote support because admin accounts was also locked out lately. Upon investigation of the device logs, the customer found that the lockouts were triggered by different pyxis machines and terminals across the hospital and has been happening since they transitioned to the new system. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-sep-2022 to 23-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the multiple service user accounts unexpectedly locked out and all users lost access to the pyxis system during procedures. A technical support specialist confirmed that the issue arose post-migration, following the configuration of the new servers and the root cause was identified as the residual old credentials from previous implementations. The hospital information technology team resolved the issue by unlocking the account within their active directory. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system multiple service user accounts unexpectedly locked out and all users lost access to the pyxis system during procedures, unable to dispense medications. The customer stated that the service accounts was locked out every 15 to 30 minutes, due to a pyxis support user leveraging the account for remote support because admin accounts was also locked out lately. Upon investigation of the device logs, the customer found that the lockouts were triggered by different pyxis machines and terminals across the hospital and has been happening since they transitioned to the new system. There were no adverse events or injuries reported based on this event.